Event description:
Initial info rec'd from a physician via a sales rep and a consumer on (B)(6) 2010: a (B)(6) female was treated with poly-l-lactic acid [sculptra] (lot# and expiration date not provided) injections that were reconstituted with sterile water on 4 different occasions in (B)(6) 2008 and (B)(6)2009 (specific dates not provided) for restoration of volume. The physician mentioned the pt was administered with 1 vial during each of the 4 sessions. On an unspecified date, the pt developed 18 to 25 granulomas that are visible and all over her face. The physician tried to treat the granulomas with triamcinolone acetonide [kenalog]; however, they have not yet resolved. Concomitant medications and medical history were not provided. No further relevant info reported.

Manufacturer narrative:
Important medical event. Device qc performed (B)(6) 2010. Device qc performed no change (B)(6) 2010.